Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, error 40067 appeared on screen and there was a non-recoverable error message on robot. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs and found communication errors on setup joint (suj) 3. The tse directed staff to do a hard power cycle on the system. The system started up with no errors reported. The surgeon continued to operate with robot for the next 10 minutes before error reoccurred. The tse directed staff on hard power cycle again and also reseating all the fiber cables and the system started up with no errors reported. The tse informed staff that the 3rd arm was causing the errors. The surgeon continued with procedure until fault reoccurred again after another 10 minutes. The tse informed surgeon that fault was likely to continually reoccurring until repaired by field service engineer (fse). The surgeon wanted to continue and try and be gentle with arm 3, the staff restarted the robot again and robot started without errors, surgeon continued with procedure. The tse watched on system logs and saw that error reoccurred after another 10 minutes and that system was then undocked. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced universal surgical manipulator (usm) 1 and 3 as well as proximal setup joint (suj) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the usms or the suj involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the procedure was converted to laparoscopic approach due to the recurring errors that required reboot to clear, but error would then reoccur. It was unknown if the conversion resulted in increasing port size incision/additional ports and if patient tolerated the change. System started with no errors and would work for approximately 10 mins after each restart. There were no issues noted during set up of the system. The procedure had been in progress for approximately an hour when the issue occurred. There were numerous delays due to constant restarts, greater than 15 minutes. It is unknown if patient experienced any post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced parts to perform failure analysis. The proximal inner set up joint (suj) was tested on a functional test platform and passed all tests without issues. The 1st universal surgical manipulator (usm) was analyzed and the reported error was confirmed through system log review. The usm was functionally tested and passed specification. The issue was not reproduced. The 2nd usm was analyzed and the reported error was confirmed through system log review. The usm was functionally tested and failed identifying degraded cables. The issue was reproduced.